Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was filled with 500 units of insulin. Blood glucose level was 127 mg/dl. The cartridge was reloaded successfully and displayed an accurate fill estimate. Insulin delivery was resumed.